Manufacturer narrative:
(B)(4). Eval of the incident device found ti to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Event description:
The customer reported the device was not used on a pt because the tech could not insert the electrode into the hand piece properly. The device was removed from the room for troubleshooting. While troubleshooting, energy effect was visible where the electrode meets the handpiece. No surgical effect occurred at the tip of the electrode.